Event description:
Customer reported receiving several motor error alarms after a bolus. Customer also mentioned that the insulin pump alarmed during the manual prime. Troubleshooting was performed and the drive support cap appeared to be normal. Customer's current blood glucose reading is 215 mg/dl and will be treating with a syringe. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or loose drive support disk alarm was noted. The insulin pump had minor scratches on the display window, broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.